Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence requiring the use of a penile sheath as the device was not working properly. A surgical procedure was performed, during which a leak in the balloon was noted. All components were removed and replaced and there were no further patient complications reported.